Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) was exposed externally. The sealant was not deployed to the proper location and then dislodged. Manual compression hemostasis was applied. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician was certified to use the mynxgrip vascular closure device (vcd). One mynxgrip vascular closure device (vcd) was used. No obvious device or packaging damage was observed prior to use. The introducer sheath used is unknown. Angiography confirmed suitability of the femoral artery, including confirmation that the sheath insertion angle was 30¿45 degrees, vessel diameter was 5 mm, and there was no obvious calcification, plaque, stent, or >50% stenosis at or near the puncture site. Prior to using the mynxgrip vascular closure device (vcd), there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The procedure was interventional. The device was used in the femoral artery. Manual compression was applied for 30 minutes or less. The device was removed from the package by holding the handle. The shuttle handle was not displaced. The sealant sleeve was out of position, and the sealant was exposed during removal of the device from the package. The advancer tube was not held in place while removing the balloon from the access site. There was no shallow vessel depth. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The additional information confirmed that the sealant was exposed during device removal from the packaging, indicating a product malfunction associated with packaging or component positioning. While the device did not meet its intended performance specification, the investigation did not identify evidence that the malfunction resulted in, or was likely to result in, a death or serious injury. The condition was identified prior to patient use, no adverse clinical outcome was reported, and the potential for harm is considered remote based on the nature of the malfunction and the circumstances of detection. Therefore, the event does not meet the threshold for a reportable MDR under 21 cfr 803, as there is no reasonable likelihood that the malfunction would cause or contribute to a serious injury or death if it were to recur. Additionally, the newly received information does not materially change the original reportability assessment or introduce new information that would reasonably suggest an increased risk to patient or user safety.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) was exposed externally. The sealant was not deployed to the proper location and then dislodged. The shuttle handle was not displaced. The sealant sleeve was out of position, and the sealant was exposed during removal of the device from the package. Manual compression hemostasis was applied. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician was certified to use the mynxgrip vascular closure device (vcd). One mynxgrip vascular closure device (vcd) was used. No obvious device or packaging damage was observed prior to use. The introducer sheath used is unknown. Angiography confirmed suitability of the femoral artery, including confirmation that the sheath insertion angle was 30¿45 degrees, vessel diameter was =5 mm, and there was no obvious calcification, plaque, stent, or >50% stenosis at or near the puncture site. Prior to using the mynxgrip vascular closure device (vcd), there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The procedure was interventional. The device was used in the femoral artery. Manual compression was applied for 30 minutes or less. The device was removed from the package by holding the handle. The advancer tube was not held in place while removing the balloon from the access site. There was no shallow vessel depth.